Manufacturer narrative:
The device was returned for analysis. The reported difficulty to advance and difficulty to remove were not tested based on device condition. The material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the guide wire was damaged causing resistance during advancement and removal resulting in the tip ultimately separating; however, without having the guide wire to examine, a definitive cause for the difficulties could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a 60% stenosed and non-calcified lesion below the knee. A 4.5x80mm supera self-expanding stent system (sess) was being advanced towards a 6fr sheath and over a non-abbott guide wire; however, resistance with the guide wire was felt and the sess did not enter the 6fr sheath. The sess was removed but resistance with the guide wire was felt and it was noted that the tip separated. The guide wire along with the sess and separated tip were simply removed. The procedure was successfully completed with a new unspecified supera stent. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.